Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013. Device evaluation by manufacturer. The 2-way solenoid valve was returned to tosoh instrument service center (isc) for investigation. Functional testing did not confirm the reported failure. Parts will be discarded. The most probable cause of the reported event is unknown.

Event description:
N/a

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse confirmed reported event by observing low pressure during analyzer operation. Fse resolved the reported event by replacing the solenoid valve sv3. The customer successfully completed control run to validate analyzer. The g8 analyzer is functioning without error. No further actions were required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause is pending; investigation is ongoing.

Event description:
A customer reported error 101 pressure low on the g8 analyzer. The customer inspected all buffer volumes and performed a drain flush. Technical support specialist (tss) instructed the customer to remove the eluent filters and the pressure increased to 7.6. Customer ran a few samples and pressure dropped and low pressure error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.